Event description:
Complaint description: non-deflation. They had been using the catheter from (B)(6). At (B)(6), they can not deflate the distilled water from the balloon when they change the catheter.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Based on the investigation finding, a depression mark similar to a clamp mark was observed on the catheter shaft situated 16mm away from the cut opened end of the upper shaft causing an obstruction. The obstruction was not caused by manufacturing defect, but may have been caused by clamping of the catheter shaft. Reported to FDA on april 26, 2013.